Manufacturer narrative:
Approximate age of device - 3 years, 6 months (calculated from the date when the system controller was issued to the patient.) The system controller was not available to be returned for evaluation as it was disposed-of by the center. The report of low speed operation/pump stops was confirmed based on the information contained in the submitted log file. Analysis of the log file revealed four time clock reset events accompanied by low speed advisory/hazard and low flow hazard alarms. A time clock reset flag indicates that the system controller has lost all external power. After an unknown time period, the system controller was connected to a viable power source and the pump resumed normal operation. Based on the log file data, it could not be determined how long the pump was stopped. A specific cause for the loss of power could not be conclusively determined. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On 12/14/2016, it was reported that interrogation of the system controller by the healthcare provider showed multiple episodes of low speed operation, power cable disconnected and low flow alarms. The patient was asymptomatic. The patient's system controller was exchanged. A log file submitted to the manufacturer¿s technical services for analysis indicated a loss of power and pump stoppage that appeared to have occurred when the patient was switching external power sources. The patient was asymptomatic.